Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was partially deployed and the returned condition substantiated the reported experience. The luminal marking test failed both prior to decontamination and during testing. The device was disassembled for internal inspection and found excessive dried blood and other biological matters occluding the internal marker lumen tube. The marker lumen patency test is performed on every device during manufacturing. Based on the investigation and the reported information, the probable cause for the marker lumen blockage is due to a blood clot or other biological matter. No manufacturing or quality issues were detected. The probable cause for the detected marker lumen blockage was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records that could have contributed to the reported marker lumen blockage. A query of the complaint-handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a technician attempted arteriotomy closure using a perclose proglide device in the common femoral artery after an interventional procedure. Reportedly, there was poor pulsatile flow from the marker lumen. The device was removed and flushed but the marker lumen was blocked by blood. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be in-training in the use of the perclose proglide device. Though requested, additional information was not provided.